Event description:
It was reported that the foley catheter was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive due to the condition of the sample received. Although an exact root cause could not be determined, a potential root cause could be inappropriate package design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was missing.